Event description:
It was reported that customer had initially emailed to bd on (B)(6) 2026 on behalf of health system. A doctor at their facility was having a problem with one of bd drains, so their scrub tech would like to speak to you personally to resolve the issue and asked to provide a cell number so that they can get in contact with bd representative. Per response notes, bd representative mentioned let the surgical tech know that they can reach out to the bd medical information team and they will be happy to assist. Per additional information received on 16jul2026 based on the bd representative conversation, it looked like their hospital had moved from a competitor to the bd drains per a contract and the doctor is experiencing hematomas on his patients with the bd equivalent from the competitor one. No medical intervention was reported. Bd representative gave them mi number to pass along to surgical tech to reach out. Sent to complaints as well for both cases.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.